Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation confirmed that the video connector was damaged which was assumed to be due to the force applied when disconnecting or connecting the video connector or when external force was applied to the video connector. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: ·as to the device, we checked the contents described in the then instruction manual and found the following descriptions. We determined that this may be able to prevent the phenomenon. Do not apply excessive force to this video system center and or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a bad scope socket and broken components on circuit board. Additionally, the scopes socket were loose which causes noise and loss of image. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility returned an asset, visera elite video system center to the service center. During a standard inspection of a customer returned asset, a bad scope socket was found. The customer did not report any problems associated with the device and there was no patient, user injury or harm reported to olympus.